Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. No adverse patient consequences were reported.

Manufacturer narrative:
Correction: h6: codes should reflect device not returned.